Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose level dropped to 38 mg/dl. Her sensor did not go off until 20 minutes later. The customer treated his low blood glucose level with juice and food. The device was not returned.